Event description:
During procedure the guidewire tip was noted to be broken. The patient is reported to be in stable condition. No other information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. Additional information was requested from the user facility. From the responses received it was determined that the physician utilized a non-boston scientific microcatheter 6fr in diameter to contralaterally access the lesion in moderate vessel tortuousity. Continuous flush was not maintained as the physician was using road mapping. The physician continued to advance the guidewire despite it coiling into several loops. Approximately 8-10 millimeters of the distal tip of the guidewire broken and was left inside the patient. The patient is currently stable and recovering. Visual inspection of the returned device confirmed the distal section of the guidewire was warped and fractured. Scanning electron microscopy (sem) of the fracture site exhibited evidence of compression and tension indicative of a bending action. The fracture surface exhibited elongated dimple ruptures in a torsional direction. A flattened section was noted at the fracture site but it was concluded that this did not contribute to the fracture of the wire. No material anomalies were noted. Based on sem results the wire fracture was due to excessive torsional force that most likely caused excessive bending of tip. Based on the investigation findings and information provided, the root cause was determined to be operational context.

Event description:
During procedure the guidewire tip was noted to be broken. The patient is reported to be in stable condition. No other information is available.